Event description:
Boston scientific received information that this patient was in the hospital and was unresponsive. Device interrogation was unsuccessful despite troubleshooting efforts. A boston scientific technical services consultant instructed the caller to apply a magnet; however, there was no magnet available. The patient's intrinsic rate was 75bpm. The patient was hooked up to a surface monitor and a breathing apparatus. The consultant stated the issues could be due to noise/interference and suggested moving the patient to another room, putting a pad between the device and the wand or obtaining a magnet to confirm pacing. The patient's family stated the patient had been checked one month ago and the device was functioning appropriately.

Manufacturer narrative:
The boston scientific sales representative stated there was no resolution to this issue as the hospital was going to page her if the patient's condition improved and this did not occur. No other adverse events have been reported. This product issue will be updated if additional information is received.